Manufacturer narrative:
Summary: according to the surgeon, it was connected and calibrated normally. Ralc was closed onto tissue and fired. Device layed staples but did not cut. Upon analysis, ralc30v knife pad did not experience knife penetration during firing sequence. A new reload was loaded in the housing and was attached to flexshaft ii. Unit calibrated, opened, closed and fired staples into two layers of 1/16 uline foam. Acceptable staple formation was observed. Root cause: it is not known why the knife did not cut the tissue. The condition was not duplicated. See scanned pages.

Event description:
Esophgastrectomy. Dlu was connected and calibrated normally. Device was closed on tissue and fired. Dlu stapled but did not cut. Scissors were applied to cut the tissue.